Event description:
A report was received that the pt is having to charge more frequently following a non device related procedure. A bsn representative analyzed the patient's database and confirmed premature battery depletion. A ipg replacement surgery has been recommended.